Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading is 148 mg/dl. Advised customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.